Manufacturer narrative:
Product was returned for analysis. Pending results from analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, there was noted continuous air ingress when upon aspiration. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: no system notices were found for the date of the procedure. Upon visual inspection of flexcath sheath (B)(4), results showed the shaft was kinked at two and a half and four inches from the tip. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue has been confirmed through testing. The flexcath sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.